Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos were provided. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tatz022ca which could have contributed to the reported problem. All applicable product holds and work orders during the production of tatz022ca, which may have had an impact on the lot were reviewed. Changes to material specifications and test methods are not relevant to this complaint. The review determined that all testing, documentation and results were acceptable. A review of the batch records associated with the manufacturing of lot tatz022ca was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. All non-conformances generated prior, during, and after the manufacturing of lot tatz022c/tatz022ca were reviewed and determined to have no impact to the product. Therefore, the complaint is not confirmed as no sample was received (physical or pictures) and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. There was no trends identified, no adverse event (ae), no reported missed dose, and no patient injury. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. (B)(4) is the 2nd report of this nature on lot tatz022ca. A review of the monthly report (january 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4), and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The complaint states, "pharmacy technician called and stated that advate iu 774 did not dissolve for patients, she sated when the powder was pushed into the solution it did not dissolve. The caller mentioned she received a call from a rn at a facility. Rn demographic information was requested but unavailable, the caller stated two of her patients had this happen to the solution. Requested the patients information which she did not have. The caller mentioned that it was from the same lot# tatz022ca for both patients. The caller did not have the time to hold and was given the hematology support phone number for a replacement."